Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the receiver failed audio test. The complaint of no audio output was confirmed. The root cause was determined to be a defective speaker. A CAPA has been initiated to address this issue.